Event description:
Cs29 dlu unit calibrated, opened/closed without difficulty, got into firing range and was fired. Pc displayed "firing complete". However, there were malformed staples observed. The donut was formed completely and the trocar opened freely after firing. A leak developed on the right lateral side of the staple line which was reinforced with sutures to complete the case without further incident.